Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers open at once. Customer tried to pull meds from aux, but main drawer also opened. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device opened multiple drawers during transactions, with auxiliary drawer 7 triggering main drawer 6 in the first occurrence and main drawer 6 triggering main drawer 4 in the second occurrence. A field service engineer (fse) received a report of multiple drawer failures on the station and contacted the pharmacy for additional details. The fse was informed that the issue had been resolved after removing medications and cardboard obstructing the back of the station, which restored normal operation. The system functioned as intended after the field service engineer repaired the device.